Manufacturer narrative:
Additional information: event description. Corrected information: event description.

Event description:
On (B)(6) 2014, a 31mm epic valve was implanted in the mitral position. After several months, the patient presented in (B)(6) 2014 & was reported as not feeling well. The patient had hemolytic anemia, right arm weakness, confusion and evidence of a tia. The patient was also diagnosed with aortic valve disease and assessed for endocarditis, there was a paravalvular mitral leak with regurgitation. Initially the plan was to re-operate after 6 weeks of antibiotics and care. On (B)(6) 2014, the mitral valve was explanted, it was structurally intact without apparent endocarditis. The patient also received an aortic valve from another manufacturer as well. There was evidence of unhealthy tissue but no vegetation in the valve. On (B)(6) 2017, the patient expired. Per the certificate of death, the cause of death was cardiac arrest, metabolic acidosis, and necrotic bowel. The manner of death was deemed natural.

Manufacturer narrative:
An event of "valve was "faulty" and caused strokes and a chest infection" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
On (B)(6) 2014, a 31mm trifecta valve was implanted. Following the implant, the patient was reported to be feeling unwell. Per the user the valve was "faulty" and caused strokes and a chest infection. Per the physician, the patient had leakage of the valve. On (B)(6) 2014, the device was explanted and replaced with a non-abbott device. After implant, the user reported there was "vegetation" in the valve. On (B)(6) 2017, the patient expired. Per the certificate of death, the cause of death was cardiac arrest, metabolic acidosis, and necrotic bowel. The manner of death was deemed natural.

Event description:
On (B)(6) 2014, a 31mm epic valve was implanted in the mitral position. After several months, the patient presented in (B)(6) 2014 & was reported as not feeling well. The patient had hemolytic anemia, right arm weakness, confusion and evidence of a tia. The patient was also diagnosed with aortic valve disease and assessed for endocarditis, there was a paravalvular mitral leak with regurgitation. Initially the plan was to re-operate after 6 weeks of antibiotics and care. On (B)(6) 2014, the mitral valve was explanted, it was structurally intact without apparent endocarditis. The explanting physician stated that the valve was approaching moderate to severely myxomatous and the posterior leaflet was severely diseased in a couple of areas. The patient also received an aortic valve from another manufacturer as well. There was evidence of unhealthy tissue but no vegetation in the valve. On (B)(6) 2017, the patient expired. Per the certificate of death, the cause of death was cardiac arrest, metabolic acidosis, and necrotic bowel. The manner of death was deemed natural.

Event description:
For your reporting consideration, I spoke with (B)(6) wife today. Pt¿s wife stated that he passed away in 2017 from a heart attack. She reported that pt was implanted in 2014 with a valve [model no. E100-31m-00, serial no. (B)(4)]. She indicated that by a few months later in (B)(6) 2014 the patient was not feeling well. She indicated that the valve was ¿faulty¿ and cause strokes and a chest infection. Patient was replaced in (B)(6) 2017. Further the pt¿s wife reported that the patient received a valve from another company and that valve had vegetation growing inside of it. At this time, I have no further information. Can you please send me any complaint records on this valve.